Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Lu p, zhang y, niu h, wang y. Comparison of endovascular treatment for middle cerebral artery aneurysm with a low-profile visualized intraluminal support stent or pipeline embolization device. Experimental & therapeutic medicine. 2019;18(3):2072. Http://sear ch.ebscohost.com/login.aspx?direct=true & db=edb & an=138769103 & site=eds-live. Accessed march 17, 2020. Medtronic received reports from a literature article which took place from august 2016 to march 2018. A total of 43 patients were included in the study, of whom 23 received lvis stents and 20 received ped. The pipeline group included 11 males and 9 females with a mean age of 52.56 years. There was no procedure-associated mortality or morbidity. Parent artery occlusion was observed in 4 patients and one patient experienced an ischemic symptom.

Manufacturer narrative:
Medtronic received information upon follow up that the product in the article was not medtronic pipeline embolization device (ped). Based on the information provided, the event is not considered a product complaint. There was no specific allegation against the medtronic product. There was no report of malfunction of the (name of the device) device and the device did not cause a death or si. There is no event to capture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.